Event description:
Pt has undergone about 9 sittings of bilateral laser hair removal treatment over the last 3 yrs or more at a skin clinic. The treatment has aggravated a condition known as fox fordyce disease in her underarm area that received this treatment. The condition manifested itself starting which 5-10 asymptomatic boils bilaterally, that grew in number over the course of treatment to few hundred boils that subjected pt to constant 24 hr intolerable itching. Having tried every possible medical treatment for cure or symptomatic relief from the best known skin specialists, both topical and oral, there was no improvement. Moreover, the scratching led to infection, that in turn caused more itching. After no medical alternative left, surgical intervention, i.e. Complete skin excision through plastic surgery was advised. After months of consideration and unbearable mental and physical torture, we decided to go forward with skin excision surgery. One of 3 to 4 planned major surgeries -under ga- have been performed on pt that has yielded positive results. Even if the surgical treatment is successful in removing the diseased skin and pathology, there will be permanent organ loss and aesthetic damage. This damage may continue to cause mental displeasure due to aesthetic damage and sense of permanent loss to pt. The risk of undergoing three to four major surgeries under ga and possibility of post-operative complications and recurrence are dreadful. Plus, the incidence and surgical trauma in child-bearing age can play a devastating role in future. As observed, in none of the sittings was a qualified medical practitioner supervising, except for the first one. Also, the qualification of the technician and medical device used is also in question.